Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead thresholds were out of range at over 5 volts. It was noted that the lead had been crushed by the patients clavicle. The lead was surgically abandoned and the device was explanted to avoid any additional future surgeries for this patient. To date, no additional adverse patient effects have been reported.